Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-6436 for a description of the other event. It was reported to boston scientific corporation in 2006 that a resolution clip device was used during a colonoscopy procedure (patient gender, age and weight are unknown). According to the complainant, "the 2nd clip would not detach from the catheter. Used a different device to complete procedure". Additional information stated that the clip did not grasp the tissue, in fact the clip was bound in the sheath. The procedure was completed with another of the same resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.